Event description:
It was reported that the lead was replaced, due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation was abraded at 3.9 cm to 5.1 cm from the helix end. The proximal coils were also abraded at 3.9 cm to 5.1 cm from the helix. The proximal coil was abraded apart length-wise causing an open circuit. The distal insulation was punctured by the sharp ends of the fractured proximal coils. The damage found is consistent with that produced by friction to another implanted device.